Event description:
The patient reported that when the pod was removed, the cannula appeared only halfway out, indicating partial retraction; this is indicative of a needle mechanism failure. Reportedly, the cannula did not properly insert, as it caused pain to the patient and subsequently became dislodged from the infusion site (unspecified). No impact on the patient's glucose level was reported. The pod was worn for longer than 48 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.